Event description:
A report of a corneal ulcer was received. The patient was wearing a contact lens for approx 2 hours when it became so uncomfortable she had to go to her local hospital emergency. The hospital advised the patient had a scratched cornea which had caused an ulcer in her left eye. They also advised the patient the lens fitting had caused the issue as the lens was too tight. The optician wa not aware of the problems their patient had experienced until she came in for an annual eye check on (B)(6) 2014. The ulcer occurred a few weeks ago and the patient has fully recovered and is ok to wear contact lenses. At present there is no further follow-up regarding the patient's visit to the hospital and no direct contact can be made to the patient. An updated report received from the optometrist on (B)(6) 2014 of a corneal ulcer and laceration. The hospital advised the patient had a scratched cornea which had caused an ulcer in her left eye only. Patient experienced severe pain and redness, also a watery discharge. Patient treated with steroids - name and dose unknown. The event has resolved.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. The device history record review did not indicate the complaint was due to the manufacturing process. The product for this lot has met all requirements as per approved procedures. Internal control number: (B)(4).